Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain. A surgical procedure was performed to remove all the components and implant a malleable device at patient's request. No device issues and no further patient complications were reported.